Manufacturer narrative:
Unable to perform retain testing since product expired on 23jun2015. Complaint was reported on 24nov2015. Ocd performed batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer contacted and reported a false negative when testing a single patient sample by manually gel with 0.8% resolve panel a lot #vra224 exp: 06/23/2015 with all negative results and then followed up with a lot of 0.8% resolve panel b tested on mts anti- igg gel cards. Customer reports sister facility interpreted anti-e when testing with the peg enhancement. Customer initially tested with 0.8% surgicreen screening cells lot on same mts anti-igg gel cards with a positive weak+ reaction on cell # 2. Customer reports no biased results reported since it was confirmed at sister facility and no transfusion given to patient. Issue started on: (B)(6) 2015. Frequency: single, methodology used: manual. Reaction grade obtained: negative. Customer was expecting: reactions consistent to detect anti-e. Test repeated:yes. Result obtained by repeating:positive at sister facility while using peg. Method used to repeat: not available from sister facility. Quality control not affected. Sister facility reports dat negative. Customer reports patient had no previous history. Customer states reporting event to health authorities. Customer reports patient was not transfused. Customer assumes all products were stored and inspected as per IFU at time of testing. Customer denies any affected reagents or cards, quality controls not affected. Cts advised customer investigation will be limited due to expired panels and reagents. Customer understood and intention was too provide information to ocd for awareness.